Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited increased shock impedance measurements. Device data and updated x-ray images were sent to rhythmcare for review. Data review determined that the system was very similar to the implant and recommended performing a defibrillation threshold (dft) test. Additional data analysis identified a slight increase in power consumption within the battery. Further evaluation of the device is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.